Event description:
It was reported that during a cholecystectomy procedure there was an issue with clip formation. During the ligature of the cystic artery the clip did not close and bleeding occurred. There was no intervention required for the bleeding. The surgeon used a similar device to complete the case.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.